Event description:
PICC line was placed and the pt was sent to rehap and when they returned, the PICC had an external leak. During removal, the line broke. The catheter was visible from the arm exit site so the nurse tried to remove it and heard/felt a pop. The line was not complete. Pt was sent for x-ray and found that 5 cm piece was remaining so it was removed.